Manufacturer narrative:
Investigation summary: sample evaluation: one open 3ml packaged syringe with needle was received by bd canaan and confirmed to be from batch #7146778 (p/n 305271). The sample was visually evaluated. The syringe was not activated fully. The plunger rod thumbrest is positioned above the barrel shroud. The cutter is exposed through the stopper and is visible inside the syringe. The needle cannula remains in the needle shield attached to the needle hub. Based on the evaluation performed the defect, as noted by the end user, can be verified. DHR review for batch 7146778 (p/n 305271): manufacturing dates:7/08/2017 to 7/12/2017. Batch quantity was 255,000. Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7146778 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: based on the evaluation performed the defect, as noted by the end user, can be verified. Root cause was not determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety feature of the bd integra¿ syringe with detachable needle failed to retract after use, leaving the needle partially exposed. No reports of serious injury or medical intervention noted.